Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter could not be used on a system before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The printed circuit board (pcb) air/fluid controller was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 11, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to wear of the pcb air/fluid controller the manufacturer internal reference number is: (B)(4).